Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence since the implant of the device making him use two pads per day. A revision surgery was performed, upon examination if was found that the cuff was too loose on the urethra which was believed to be the cause for the incontinence. The device was explanted and replaced using a smaller cuff. No additional patient complications were reported.